Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked a third of the way in, while taking it out of the box. The surgeon used a second heartstring seal to complete the procedure. No patient complications were reported by the hospital.